Manufacturer narrative:
H6: investigation summary a copy of the spectra results was provided to our quality team for review. Comparisons were made between the graphs in the study provided with information from our data base and we can verify that the particles found are consistent with both the membrane of the protector and rubber from the vial stopper. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed.

Event description:
It was reported that during use with 4 bd phaseal¿ protector p50j coring occurred. The following information was provided by the initial reporter, translated from japanese to english: this is a report about coring with the use of p50j, which has been frequently occurring.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that during use with 4 bd phaseal¿ protector p50j coring occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about coring with the use of p50j, which has been frequently occurring.